Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with erosion below the gland. There was impending erosion of both cylinders distally. The revision was also noted to correct crossover of the cylinders. The device was initially implanted in the wrong place. The cylinders and pump were removed and replaced, while the existing reservoir was kept in the patient. There were no additional patient complications.